Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid via an implantable pump for back/leg pain and non-malignant pain. It was reported that it was taking an incredibly long time to connect to the pump and getting stuck at 90% for a good 5 minutes or more since they got the new handset. They were told by their doctor to call medtronic. They also saw an error code but they cannot recall the code. Patient service assisted with clearing the data on the handset and closing the apps. They were able to connect to pump very fast and get the lockout screen. The troubleshooting steps that were taken on the call resolved the issue.